Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative temp-tuned the oscillator which was found to be nonconforming and adjusted the figure of merit (fom), vacuum pressure, galvo gains, and flap offsets. The system was then tested per service test procedure (stp) and found to meet product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. At this time it remains inconclusive what action may have addressed the root cause. The root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported side cut tags when lifting a patient's flap on the right eye. Side cut was visible in the cornea before starting the excimer portion. The patient was moved to the excimer laser. The doctor was able to enter the side cut superiorly temporal but was not able to dissect down towards the hinge. The doctor dissected across the bed and out the nasal side cut. The bed was dissected which was a little sticky in spots and the nasal side cut portion until about to exit inferiorly. The doctor tried to pop through the tag in this area but was unable. Scissors were used to cut the area which was about two to three clock hours. Flap was reflected, treated and then laid back. A bandage contact lens was placed on the eye. In the surgeon¿s opinion, the device caused or contributed to the reported event. There are multiple related reports for this facility. This report addresses patient tb's right eye and other manufacturer reports will be filed.